Event description:
It was reported that during preparation for a pulsed field ablation (pfa) to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. However, the device was leaking gas. Therefore the device was replaced and the issue was resolved. The procedure was completed. No patient complications occurred. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.